Event description:
It was reported that patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure. The patient is doing well post-operatively. The explanted device will not be returned as facility kept the product.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from date manufacturer was made aware.